Event description:
A customer reported that the manual mode probe on coulter lh500 hematology analyzer was leaking bloody diluent. The customer was wearing personal protective equipment consisting of a lab coat, eye protection, and gloves. There was no exposure to mucous membranes or open wounds. The customer did not come in contact with the fluid and no one was sprayed or splashed. Medical attention was not sought. The material safety data sheet (msds) was not reviewed, but an exposure control or risk management plan is in place at the facility. No patient result was affected by this event. There was no death, injury or change to patient treatment as a result of this event.

Manufacturer narrative:
The field service engineer (fse) found the probe rinse block leak during the manual mode backwash. The fse removed the obstruction from the vacuum line attached to port # 3 of the rinse block. The rinse block has blood and diluent present during operation and clenz (cleaner) present during shutdown. Root cause for the leak was attributed to an obstruction in the vacuum lines. (B)(4).